Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-623a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate charred detritus adhesion on surface; the outer flow tubing open end wall is compromised, and exhibits minor scratch marks and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 11,898 joules of use "significantly diminished vaporization efficiency" was observed. It was noted that the "tip was clean, fiber wasn't touching tissue or prostate stones". The fiber was exchanged and the procedure was completed at 113,030 joules of use. Both the first and second fiber tips (caps) were cleaned during the procedure. Patient outcome "ok" reported.